Event description:
It was reported that the system stored untreated episodes due to oversensing of noise. Technical services reviewed and discussed bringing the patient in for some testing. There were no adverse patient effects. Later, the system was explanted and replaced with a transvenous system. There were no adverse patient effects.